Event description:
The patient contacted animas on (B)(6) 2012 stating that for two months the ok and down arrow buttons required multiple very hard presses to elicit a response. It was reported that the ok button symbol is worn off of the keypad. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the reported issue. No damage found to the keypad. All buttons respond to presses appropriately. Keypad was removed; no damaged/misaligned contacts found. Contamination was found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.